Event description:
A non-healthcare professional reported that following cataract surgery with an intraocular lens (iol) implant procedure, the patient experienced irritation in the eye on the first day post-operation and started using drops. After four weeks, the patient¿s left eye was blurry all the time and hurt. The lens was exchanged for an unknown iol one month after the initial implant procedure.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.